Event description:
The customer reported that there was no alarm transmitted when the pt's lower limit was 30 ventricular premature beat/min. When the pt was in ventricular tachycardia, no alarm was generated.